Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the middle of the finger pad. The keypad was observed to be intact. Unrelated to the initial complaint, the contrast and up buttons responded intermittently to testing. The keypad cover was removed and contamination was found under all contacts. The display was observed to be dim, fading, and reddish in color. The battery cap was observed to be damaged and a test battery cap was used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.